Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a pediatric patient continuous renal replacement therapy using a prismaflex set, the machine triggered a return extremely positive alarm at the beginning of blood restitution. The blood restitution was interrupted and could not be completed. A blood loss was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.